Event description:
Stop button is not working, keypad replaced. Maintenance 2 years overdue. More information is needed to fully investigate the issue.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and cannot confirm events described in complaint. The watchdog has occured prior to software upgrade v1.9. Device was not returned to france for investigation as repairs were carried out locally by lake zurich. During external and internal inspection, nothing was noticed. However, the pm was overdue, and should be done before 11/08/2019. Several tests (ocs test, test 10) were carried out during investigation. The ocs test performed succefully, however the test 10 failed as the stop and mute keys were not working. To solve the issue, the front housing with keypad was replaced by a new one. The pump performed overdue pm and passed the quality control test. The pump was then released for use and returned to service. The defective spare part was returned to brézins for investigation. During visual control of the kit, nothing has been observed. The investigator tested the spare part with an agilia vp to verify the complaint. He was able to start the device and when he manually checked the buttons, he found that the stop and the silence alarm buttons were not working. He removed the keyboard from the front case kit to see if there were any traces of seepage. Some traces were observed but apparently without any consequences on the problems reported by the customer. The reported problem was due to several cracks on the keyboard matrix track. An internal CAPA was initiated for defective keypad issue on the agilia range. Note: reported device was manufactured before corrective actions have been implemented in march 2020. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.